Manufacturer narrative:
The investigation of the returned device showed signs which support the assumption that the balloon rupture was due to the application of excessive pulling force as described in the event description. The balloon was ruptured in two pieces. The torn off balloon piece was screwed up which shows the attempt to pull it backwards. Shaft with markers was disconnected from the catheter shaft. The markers were departed from the device, but could be identified, whereas the shaft, which carries the markers, wasn't there for investigation.

Event description:
The patient had a stent (palmaz/jnj) implanted in left cia before. However, this target lesion was in right sfa. Lateral approach was taken to deliver devices to the target lesion from left femoral artery. Three of smart stents (jnj) were implanted and the fox plus catheter was delivered to post-dilate. Post-dilatation was performed and it was removed out of the patient. However, during removing of the balloon catheter it became stuck with the previous implanted stent in the left cia. The balloon catheter was pulled to remove it, but as the balloon became ruptured crosswise, it was difficult to remove. The shaft of the balloon catheter became stretched and finally separated into two pieces. The distal portion of the balloon catheter was removed, but the distal end of the device remained in the patient's anatomy. The patient was transferred to surgery and the remaining portion of the balloon catheter was surgically removed. The patient was in good condition after the surgery. It was reported that the balloon may have been ruptured during the post-dilations. It was also reported that it is possibility that in adequate deflation was performed before the device was removed.